Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument's black cable was sticking out at the end. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was exposed due to damaged insulation upon opening the package. It had never been used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a dislodged conductor wire at the proximal clevis. The fenestrated bipolar forceps instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.